Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported right side rupture confirmed via mammogram. Device was explanted and replaced.